Event description:
Guide catheter fractured mid-shaft (approx. 15" from hub) during manipilation of the catheter to cannulate the coronary ostium. Hub of the catheter was removed from the puncture site in the cath lab. Remainder of catheter was lodged in right iliac artery requiring surgical removal.